Event description:
It was reported that during procedure, the t's simultaneously deployed. No patient injury or delay was reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿the t's simultaneously deployed.¿ t¿s and suture were returned separated from the device. The depth limiter was attached and was undamaged. The needle is bent upward and slightly toward the left. The device cycled and actuated but required assistance to retract due to the damaged needle. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors influencing successful anchoring include device ability, implant location and tissue condition. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Updated.